Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device #2 used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. This emdr represents the bard device #2 implanted on (B)(6) 2012. Additional emdr were submitted to represent the bard device #1 implanted on (B)(6) 2011 and the bard device #3 implanted on (B)(6) 2012. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2011: the patient underwent surgery for implant of an unspecified bard/davol ventralex st (device #1). (B)(6) 2012: the patient underwent surgery for implant of an unspecified bard/davol ventralex st (device #2). (B)(6) 2012: the patient was injured and underwent surgery for implant of an unspecified bard/davol ventralex st (device #3). As reported, the attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device #2 used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 4 months post implant of ventralex st mesh, patient was diagnosed with hernia recurrence, adhesion, inflammation thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists hernia recurrence, adhesion, inflammation as possible complications. Review of manufacturing records confirms product was manufactured to specification. Note, the manufacturing date (15-nov-2011) is considered to be a best estimate. Update fields: a2, b4, b5, b6, b7, d4 (product catalog no, corporate lot no, expiry date, UDI no.), d.6b (date of explant), e3, g1, g3, g6, h2, h4 (manufacturing date), h6, h10. This supplemental emdr represents the ventralex st(device #2). An additional supplemental emdr's were submitted to represent the ventralex st(device #1 and device #3). Note: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2011: the patient underwent surgery for implant of an unspecified bard/davol ventralex st (device #1). (B)(6) 2012: the patient underwent surgery for implant of an unspecified bard/davol ventralex st (device #2). (B)(6) 2012: the patient was injured and underwent surgery for implant of an unspecified bard/davol ventralex st (device #3). As reported, the attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained." Addendum per additional information provided: (B)(6) 2011 - patient was diagnosed with ventral hernia thereby underwent open hernia repair with the implant of ventralex st mesh (device #1). Per operative notes, "the incarcerated hernia sac were noted and contents were removed. The fascial defect was seen. A ventralex st (device #1) was placed in intraperitoneal position and sutured." (B)(6) 2012 - patient was diagnosed with recurrent ventral hernia thereby underwent open hernia repair with the implant of ventralex st (device #2). Per operative notes, "the previous hernia was buckling with exposed mesh (device #1) was left in place. The hernia in upper midline was freed from adhesions, the hernia sac was everted. Suture repair was performed for the fascial defect. An onlay patch made of polypropylene mesh (ventralex st, device #2) was placed on onlay fashion and sutured." (B)(6) 2012 - patient was diagnosed with recurrent ventral hernia thereby underwent open hernia repair with the implant of ventralex st mesh (device #3) and removal of meshes (device #1 & #2). Per operative notes, "the meshes (device #1 & 2) were removed circumferentially and was incorporated to the anterior rectus fascia. The omentum was freed from the adhesions to the mesh. The medial portion of rectus muscle was damaged upon removal of meshes. A synthetic mesh (ventralex st, device #3) was sutured circumferentially. A second synthetic patch (ventralex st, device #3) was trimmed to fit the anterior fascia." (B)(6) 2012 - patient was diagnosed with post operative hematoma thereby underwent re-exploration of wound and drain exchange. Per operative notes, "the staples were removed. The hematoma removed from the wound. The mesh (device #3) was seen and no bulge was noted. The bleeding source did not appear to come from deep to the mesh. The hematoma was completely removed." (Notes, note: it is unclear if the patient was implanted with ventralex st or non-bd meshes during the 2nd and 3rd implants. Based on the available information and considering the product identifiers provided, and the previous allegations, the products (device #2 and #3) are being considered as ventralex st). Attorney alleged that the patient had adhesions, mesh migration, mesh shrinkage, pain, hernia recurrence, hematoma, mesh buckling, mesh exposure and mesh had curled medially.